Event description:
Pump was reported to overinfuse. Pump was programmed to infuse at a rate of 16ml/hr but in 5-10 minutes the pump alarmed and the 250ml bag containing dopamine had been infused. The pt went into cardiac arrest and required pulmonary resuscitation. The following day the pt was reported to be in stable condition. No additional details known at this time.